Event description:
Additional information: the patient's cause of death was sepsis and multisystem organ failure. The site reported that the death was not thought to be lvad device or therapy related and the equipment operated as intended. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account communicated that the patient expired due to sepsis and multi organ failure on (B)(6) 2019. According to the account, the pump operated as expected and the patient¿s death was not considered to be device-related. No autopsy was performed and (B)(4) was not explanted for evaluation. The heartmate ii lvas IFU lists sepsis, death, and several different types of organ failure (respiratory, renal, right heart, etc.) As adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported through patient outcome that the patient expired on (B)(6) 2019. No further information was provided.